Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included reactive hypoglycemia and nerve pain. Concomitant products included cyanocobalamin (vitamin b-12) from (B)(6) 2013 to (B)(6) 2016, fluoxetine hydrochloride (prozac) from (B)(6) 2009 to (B)(6) 2013 and medroxyprogesterone acetate (depo provera) (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and perinatal depression ("psychological or psychiatric problems condition: post partum depression") and was found to have weight decreased ("weight gain / loss specify which one: weight loss- 25 ibs"). On (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cluster headache ("cluster headaches"), vitamin b12 deficiency ("blood or heart disorder/condition type: b-12 issues"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("aching in joints"). The patient was treated with surgery (ablation thermal ablation and dmc and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, mood swings, perinatal depression, cluster headache, vitamin b12 deficiency, nausea, allergy to metals and dizziness outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, blood iron decreased, dysmenorrhoea, fatigue, weight decreased, gastrooesophageal reflux disease and arthralgia had resolved. The reporter considered allergy to metals, arthralgia, blood iron decreased, cluster headache, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, perinatal depression, vaginal haemorrhage, vitamin b12 deficiency and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011 current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: new pfs received. Event injury was updated and new events: hormonal changes describe: mood swings, abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: post partum depression, migraines /headaches, blood or heart disorder/condition type: low iron/b 12 issues, nausea, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: acid reflux, dizziness, aching in joints were added. Case becomes valid. Outcome for events were added. New reporters, plaintiffs information and removal details were added. Concomitant conditions and drugs added. Historical drug and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.